Event description:
The sales representative reported that the device overheated during testing at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.